Manufacturer narrative:
There were no clinical consequences or organ loss reported as a result of this incident. A service engineer (se) evaluated the device at the customer site. The se was able to verify the reported issue. Troubleshooting identified a power supply unit (psu) damage. The psu was replaced by the se. Subsequently, all relevant tests passed. The reported issue is likely due to the external power surge reported by customer which impacted the psu.

Event description:
It was reported that, the device was set up and before the liver could be placed on the metra device, the 80 (low battery) alarm started ringing. They noticed the metra was not charging. The plug icon was not visible on graphical user interface (gui), the battery light was on and decreasing battery percentage. The mains power was in the on position, troubleshooting was performed and multiple power outlets were tested. The device was restarted, and the cord was checked to ensure it was inserted completely into the adaptor. The emergency power button was also not activated. Due to this, they had to call off the perfusion, and the liver could not be tested. There were no clinical consequences. The liver was not on board at time of this reported issue. The site noted that earlier in the day there was a short power outage and power surge.